Event description:
The customer reported falsely depressed sodium results on the alinity c processing module, serial number (B)(6), for two patients. The following data was provided: patient 1 initial sodium result = 114 repeat result = 136. Patient 2 initial sodium result = 112 repeat result = 138. Reference range for sodium = 136-145 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was inspected, and multiple troubleshooting procedures were performed including part cleaning and replacement. The ict module was determined to be the cause of the result issue. The part was replaced, and the issue was resolved. The instrument service history review revealed one ticket receipt date (B)(6) 2026, associated with discrepant/erratic sodium patient results. The alinity (B)(6) is under investigation as the likely cause. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the ict module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the ict module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium results on the alinity c processing module, serial number (B)(6), for two patients. The following data was provided: patient 1 initial sodium result = 114 repeat result = 136 patient 2 initial sodium result = 112 repeat result = 138 reference range for sodium = 136-145 mmol/l there was no impact to patient management reported.